Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check due to an unknown lot number for does not attach as intended & does not detach as intended. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for does not attach as intended & does not detach as intended. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that it was difficult to remove the outer cover from bd ultra fine¿ pen needle. This was discovered during use. The following information was provided by the initial reporter: material no: 320119 batch no: unknown. It was reported: 1. Difficult to attach onto pen. 2. Difficult to remove outer cover from bd pen needle. Verbatim: issue(s): consumer asking how to place bd pen needle onto the lantus pen - first time using pens and pen needles: 1. Difficult to attach onto pen. 2. Difficult to remove outer cover from bd pen needle. Consumer did not have the proper training on how to use the pens. Informed this consumer how to place the needle on pen. He had great difficulties trying to place the needle on the pen and removing the outer cover and inner shields. Consumer noted the box direction said to place needle straight onto the pen. He was thinking he had to cut the top off the lantus pen with a knife.